Event description:
It was reported that during the device change-out, externalized conductors were observed via review of fluoroscopy. Patient was asymptomatic. Electrical function of the lead was normal. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.